Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is not known whether the patients who experienced poor results or presented with a vascular necrosis were implanted with the depuy manufactured conventional plates. The following sections could not be completed with the limited information provided. Date of event - unknown; device product code - unknown; device info - unknown; date implanted - unknown; date explanted - unknown. (B)(6). The 510k number - unknown manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "surface replacement arthroplasty of the humeral head in young, active patients," which aimed to evaluate whether humeral head surface replacement arthroplasty provides satisfactory clinical outcomes in active patients, allowing them to maintain their normal lifestyles without activity restrictions. The study consisted of fifty-two (52) patients younger than 60 years of age who underwent surface replacement arthroplasties between 2004 and 2007 and wished to maintain an active lifestyle. Forty-eight (48) of the patients were available for follow-up. One (1) patient underwent a revision procedure due to pain and glenoid wear. Three (3) patients reported restricting their activity because of the shoulder. Forty-seven (47) of the forty-eight (48) stated they would repeat the surgery. In conclusion, surface replacement arthroplasty provides a reasonable result for active patients younger than 60 years of age and the rate of revision is low.